Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 38 mm xience prime stent was implanted; however, a distal edge dissection was observed. A 3.0 x 12 mm xience v stent was used to treat the dissection and the patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.